Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and rotational ablation procedure, a balloon tear occurred. The lesions were located in the circumflex (lcx) artery and the calcified obtuse marginal (om) coronary arteries. The 2.0mm x 15mm apex balloon catheter was advanced across the lesion over a non bsc floppy guide wire to dilate the om lesion. The 2.0mm x 15mm apex balloon catheter was advanced distal then the non bsc floppy guide wire was removed and replaced with an unspecified rotawire guide wire. Upon attempting to remove the 2.0mm x 15mm apex balloon catheter, resistance was encountered. The wire lumen of the 2.0mm x 15mm apex balloon catheter was flushed and a balloon leak was noted. A second 2.5mm x 15mm apex balloon catheter was advanced to the lesion and inflated once and withdrawn through a deployed stent. Prior to reusing the 2.5mm x 15mm apex balloon catheter, a thin 2mm to 3mm piece of torn balloon material was noted at the balloon-catheter juncture. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the presence dried blood and contrast throughout the distal shaft. Further visual and tactile examination of the proximal hub and shaft revealed no damage or irregularities. Microscopic examination of the balloon revealed a longitudinal tear measuring 3mm in length. A torn piece of balloon material was still attached and measured 3mm starting approximately 0.5mm distally from proximal marker band (distal end) migrating proximally. Magnified examination of the balloon material at the edge of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Examination of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).